Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported her blood glucose reached 367 mg/dl and that she felt pain at the site. The pod was then removed and she noticed the needle did not retract back into the pod.

Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed. The root cause was determined to be a damage cam finger.